Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. The root cause investigation is in progress through issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was discovered and confirmed during product evaluation by baxter quality engineering. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.